Event description:
Spontaneous call from pt, pt says that she tried to enter the time on her ms3 pump and then the pump prompted her to enter a security code. Advised pt that the pump lost its programming and a new one wil be sent to her. Pt is to keep pump until return box is sent for it. Pt is currently using back up pump. Error did not occur while pump was in use. Pt did not experience any adverse event / injury. No other details given. Reported to (B)(6) by pt/caregiver.